Event description:
It was reported that during a follow up visit, there were no graphs available on the device, and implant detect was determined to still be on, as the atrial port was not being used. Implant detect was turned off, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.